Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va0kxcd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device disposition was unknown. It was reported that the device diagnosis was lead migration/dislodgement.

Manufacturer narrative:
Product ID: 3889-28, lot# va0kxcd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxcd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0kxcd, ubd: 13-jun-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had recurrent urinary urgency-related incontinence and seeming lack of efficacy with interstim. It was noted the event was related to the device or therapy and was not related to the implant procedure. It was noted the patient reported a loss of efficacy on (B)(6) 2015. The hcp noted there was not revealing compound muscle action potential (cmap) at normal threshold on (B)(6) 2015. It was noted the event resulted in an unscheduled clinic or office visit. It was noted the device was reprogrammed on (B)(6) 2015 and the lead was explanted and replaced on (B)(6) 2015. It was noted the event was resolved without sequelae on (B)(6) 2015. The hcp noted the clinical diagnosis was loss of efficacy. There were no further complications that have been reported as a result of this event.